Event description:
It was reported that during a hemorrhoidopexy procedure, there was an incomplete staple line. It was overstiched by suture to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, h6: information anticipated, but unavailable at this time.